Event description:
This spontaneous case describes the occurrence of pain ("multiple pain") and mobility decreased ("not able to do anything and had to stay on a chair for 4 weeks") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), mobility decreased (seriousness criterion medically significant), amnesia ("memory loss"), fatigue ("chronic tiredness"), mood swings ("mood swings"), neck pain ("neck pain"), back pain ("back pain"), asthenia ("loss of all energy") and migraine ("migraines"). The patient was treated with surgery (removal of essure was to be performed on (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the pain, mobility decreased, amnesia, fatigue, mood swings, neck pain, back pain, asthenia and migraine outcome was unknown. The reporter provided no causality assessment for amnesia, asthenia, back pain, fatigue, migraine, mobility decreased, mood swings, neck pain and pain with essure. The reporter commented: patient stated that there have been no problem during the insertion of essure, neither at the time of the control 3 months later. Her physician did not understand and that there was no finding at the blood workup. During her holidays, she was not able to do anything and had to stay on a chair for 4 weeks.. Essure removal scheduled for (B)(6) 2017. No further data will be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-dec-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 435 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.

Manufacturer narrative:
This spontaneous case describes the occurrence of pain ("multiple pain") and mobility decreased ("not able to do anything and had to stay on a chair for 4 weeks") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), mobility decreased (seriousness criterion medically significant), amnesia ("memory loss"), fatigue ("chronic tiredness"), mood swings ("mood swings"), neck pain ("neck pain"), back pain ("back pain"), asthenia ("loss of all energy") and migraine ("migraines"). The patient was treated with surgery (removal of essure was to be performed on (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the pain, mobility decreased, amnesia, fatigue, mood swings, neck pain, back pain, asthenia and migraine outcome was unknown. The reporter provided no causality assessment for amnesia, asthenia, back pain, fatigue, migraine, mobility decreased, mood swings, neck pain and pain with essure. The reporter commented: patient stated that there have been no problem during the insertion of essure, neither at the time of the control 3 months later. Her physician did not understand and that there was no finding at the blood workup. During her holidays, she was not able to do anything and had to stay on a chair for 4 weeks. Essure removal scheduled for (B)(6) 2017. No further data will be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-dec-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 435 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.